Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2072402, d5sa61,418194, d82rl1, 2845865, 2987810, 1804719, ah6fd1, zf4fk4, ah4ec1, 1872270, 1999793, and 2920251. A search of the complaint database search finds one additional reported incident against lot code 3017646 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges patient experienced severe pain and discomfort, leg length inequality, and difficulty walking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for both of the reported part and lot number combinations. However, review of the as400 system, shows that at least 12 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.